Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was post-vpace and post-vsense far field r-wave oversensing. Programming option discussed. The device remains in use. No patient complications were reported as a result of this event.